Manufacturer narrative:
Field service engineer investigated problem and found the collimator to be locking out table and x-ray functions. This is a safety interlock. System has limited use. Notified customer that system will remain unreliable and replacement parts are not available from liebel-flarsheim for the eureka linear iii collimator. Customer has not approved any further actions.

Event description:
Customer reports table will not move. No further information made available by the customer. No reported injury.